Event description:
Procedure: lap chole. According to the reporter: the instrument was deployed normally. The specimen was captured and an attempt to remove the instrument was initiated; however, the shaft broke into two pieces, and the distal portion had to be removed with a lap grasper. Ten minutes add'l operating room time to remove distal shaft.

Manufacturer narrative:
(B)(4). (B)(4).